Manufacturer narrative:
Product has been received by MFR. The investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the clips open and drop when used on a pt. No pt injury reported.